Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was noted to have a scratch. The surgeon is unsure if the iol was scratched by the technician or if it was scratched out of the package. There was no reported patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided and reviewed. The photo was of a half of the lens. There is an area indicted in the photo. The observed mark appears to be a crack, not the reported scratch. The product investigation could not identify a root cause for the reported complaint. Only a photo was provided. Based on our observation of the attached photo, the indicated area in the photo appears to be a crack, not the reported scratch. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).